Manufacturer narrative:
Maude report #(B)(4). Expiration date unknown as lot is unknown. (B)(4). Coating coming off. Unknown as lot is unknown. No complaint device has been returned to assist in the investigation; however, during the investigation process, a review of complaint history, review of qc and a review of trends was conducted. Per qc specification for final inspection for angiographic catheters, the catheter material type/french size is confirmed. In addition, per specification, the lubricity and durability are verified to be sufficient during the in-process and final inspection for hydrophilic coated tubings. A review of the complaint history indicates reports of microemboli from hc devices, but causality between such emboli and the described symptom(s) is unclear at this time. Rash reported as self-limiting and mildly symptomatic (erythema). Although no complaint device will be returned, the failure mode has been confirmed from the information supplied by the complainant. Quality engineering risk assessment (qera) was used to evaluate the associated risk. A corrective action/preventive action was previously initiated for this failure mode (coating coming off) based on prior similar events. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Information from voluntary medwatch report (maude report # (B)(4)) stated: post cerebral angiography, the patient was found to have patches of erythema possibly representing micro emboli. This was subsequently thought to be potentially caused by the outer coating of the catheter used; found to shear off as it was pulled out of the vascular sheath, forming a viscous substance on the tip of the sheath within the artery. Warm packs applied. The patient experienced micro emboli. All of the micro emboli have been resolved.